Event description:
Customer reported an unexpected negative antibody screen reaction on the abs2000. The patient sample was negative on the abs2000 and by tube method, but positive on the echo.

Manufacturer narrative:
The presence of the k antigen was confirmed on retention capture-r ready-screen(4), lot g156. The two samples returned by the customer were tested on an in-house abs2000 using retention crrs(4), lot g156, and retention capture-r indicator red cells, lot 221124. Both samples were nonreactive. The two customer samples were tested on an in-house echo instrument using retention crrs(3), lot r019. Both samples were positive on the echo. Performed manual solidphase testing on both returned samples using retention crrs(4), lot g156. The samples exhibited positive reactivity with k+k+ reagent red cells.the samples were tested in hemagglutination tests using retention panoscreen I, ii and iii, lot 53436 with immuadd as the potentiator. A room temperature incubation was included. No macroscopic reactivity was observed with k+k+ red cells; only microscopic reactivity was observed.